Manufacturer narrative:
The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument's image was upside down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm the reported compliant via system logs but could not reproduce the issue during in-house testing. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The probable root cause is attributed to component susceptibility through external collisions, during use, or during reprocessing. The endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on lamp button exhibiting damage of the button pack assembly. The root cause is typically attributed to inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect.